Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4 and a restricted posterior. An xtw clip was inserted and was advanced under the valve. However, one of the leaflets became caught on the clip and was unable to be removed. Although the leaflet was caught on the clip, it was able to be deployed on both leaflets. To stabilize the clip, an additional xtw clip was deployed, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on leaflets). The reported unexpected medical intervention was a result of case-specific circumstance as an additional clip was deployed to stabilize the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.